Manufacturer narrative:
(B)(4). Concomitant medical products: 00620005622, shell porous with cluster holes 56 mm, 61934261, 00625006520, bone scr 6.5x20 self-tap, 61953455, 00771100900, femoral stem 12/14 neck taper, 61963061, 00877703601, bioloxâ® option head, 61941745.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: UDI# (B)(4).

Manufacturer narrative:
(B)(4). Concomitant medical products ¿ femoral stem, p/n 00771100900, l/n unknown; porous shell p/n 00620005622, l/n unknown; biolox head, p/n 00877703601, l/n 2805501. Reported event was unable to be confirmed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report was previously filed under 0001822565-2017-05752.

Event description:
T was reported patient underwent an irrigation and debridement procedure fourteen days post-implantation. Surgeon could not rule out infection, and due to the large amount of devitalized tissue from the mechanically assisted crevice corrosion (macc), the polyethylene and femoral head were revised. Surgeon continued patient on prophylactic antibiotics. Attempts to obtain additional information have been made; however, no more is available at this time.